Event description:
The report we received from the field indicated that during post-dilatation of a smart control deployed in a highy calcified left iliac lesion, the balloon burst at an unk pressure. Upon removal of the burst balloon through the sheath (non-codis), it was noted that the tip was no longer on the balloon. Angiogram showed the separated tip, still on the guidewire, inside the deployed smart stent. The physician believes the tip snapped on the sheath during withdrawal and floated back down inside the stent. A snare was used, and successful retrieval of the balloon tip was accomplished. There was no report of patient injury. The product is available for evaluation and testing; however, it has not been received to date (which is indicated as" other" under section h3 code). Additional information will be submitted within 30 days of receipt.